Manufacturer narrative:
Manufacturer date: 18 june 2018 or 14 june 2018. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report: 3012447612-2020-00447.

Event description:
It was reported 2 vitality driver tips fractured during surgery. The devices fractured when the surgeon attempted to loosen a rod connector that had been final tightened. All pieces were able to be retrieved from the patient. There were no reported patient impacts. This is report two of two for this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: catalog#: 07.02063.001 t20 final driver vitality lot#: mc4306807. The following sections were updated/corrected updated: b4, b5, d10, d11, g4, g7, h2, h3, h4, h6, h10. The event is confirmed with product received. Visual inspection revealed that the tips of the instruments are broken off. The devices are no longer functional. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.